Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. No patient complications nor injuries were reported. It was further reported that the procedure was completed with a 4.0mm-diameter noncompliant balloon catheter.

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. No patient complications nor injuries were reported. It was further reported that the procedure was completed with a 4.0mm diameter non-compliant balloon catheter.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR.: the returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. A stopcock was still attached to the device upon return. There was contrast and blood in the manifold and inflation lumen. There was blood in the guidewire lumen and contrast in the balloon. The balloon was loosely folded and at 5mm from the tip of the device there was a longitudinal tear for a length of 12mm.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. No patient complications nor injuries were reported.